Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst. This occurred after filling with flucloxacillin in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device was manufactured from july 13, 2016 - july 14, 2016. The device was received for evaluation. Visual inspection did not identify a ruptured bladder but noticed a leak inside the bag. The leak was caused by a broken tubing, the cause of the broken tubing is not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.